Event description:
It was reported that the patient presented with discomfort due to diaphragmatic stimulation. Upon interrogation, it was found that the patient's right ventricular (rv) lead exhibited intermittent sensing, a low pacing impedance, and myopotential oversensing. A chest x-ray had also revealed that the rv lead had perforated through the myocardium. Programming adjustments were implemented; however, during a repositioning attempt on (B)(6) 2025, the helix failed to extend. Consequently, the rv lead was explanted and replaced. The patient remained stable throughout the procedure.